Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Boston scientific technical services (ts) discussed that it could be a spring contact issue in the device header and recommended troubleshooting options. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned to boston scientific and is currently undergoing technical analysis. Once analysis is completed a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Boston scientific technical services (ts) discussed that it could be a spring contact issue in the device header and recommended troubleshooting options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Boston scientific technical services (ts) discussed that it could be a spring contact issue in the device header and recommended troubleshooting options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. The device was returned to boston scientific and is currently undergoing technical analysis. Once analysis is completed a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 3000 ohms. Boston scientific technical services (ts) discussed that it could be a spring contact issue in the device header and recommended troubleshooting options. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.